Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the alleged malfunction in the fault logs. However, the stm was unable to reproduce the problem and found no leaks. As part of preventive maintenance schedule the stm replaced the safety disc and tidal disc. The iabp passed all diagnostic tests performed and was returned to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated several gas loss alarms while in use on a patient. There was no patient harm or adverse event reported.